Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent vaginal hysterectomy/ bso due to pelvic pain, cystocele, 2nd degree uterine prolapsed and sui. It was reported that post implantation, the patient experienced pain, infection, urinary disturbances and vaginal scarring.

Manufacturer narrative:
Date sent to FDA: 05/05/2017.